Event description:
Routine in person pacemaker test 2008. No pacing spikes or magnet response observed. Unable to interrogate device. No pacemaker function was underlying atrial fibrillation with intrinsic ventricular response; however, some ventricular rates as low as 30-40 bpm. Advised to replace pacemaker asap. Device replaced - 2008. In 2009- medtronic analysis report found lifted bond wires on the hybrid bond.